Manufacturer narrative:
The investigation found the last calibration was performed on (B)(6)-2021 and was acceptable. The qc recovery was acceptable. There was no indication for a performance issue of the reagent or the instrument. The alarm trace contained multiple sample short, preclean short, and abnormal low signal alarms on the date of the event near the time the sample was processed. The investigation determined the service/customer¿s actions resolved the issue.

Manufacturer narrative:
The field service engineer verified the alignment of probes, performed checks, and verified operation per specifications. The customer performed qc. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results for six patient samples with the cobas 8000 - cobas e 602 module. The reporter stated after the initial results were reported on (B)(6) 2021, they had found a pinch valve tubing that was leaking after receiving a low signal error on a patient so the senior tech replaced it and the issue was fixed. On (B)(6) 2021, the physician and nurse called to question the initial results for six patients. All six patients were rerun on a separate e602 and corrected reports were issued. The reporter provided the following example of questionable results for one patient sample: the initial result was 166 pg/ml. The repeated result was 406 pg/ml. The reagent lot number was 50390100 with an expiration date of 31-oct-2021.